Event description:
It was reported the pt was receiving a shocking sensation from his system when he is walking. However, when he lowers his stimulation, he does not receive enough pain relief. The pt also reported he has been able to decrease his pain medication intake by 80-90% with the use of his system. F/u identified the pt was scheduled for an appointment with his physician for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.